Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure after transseptal puncture a small pericardial effusion appeared. Despite occurrence of effusion the closure device was deployed with a good result. Post procedure drainage was performed. No further information was provided at the time of this report.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure after transseptal puncture a small pericardial effusion appeared. Despite occurrence of effusion the closure device was deployed with a good result. Post procedure drainage was performed. No further information was provided at the time of this report.

Manufacturer narrative:
H6: patient code added.

Event description:
It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure after transseptal puncture a small pericardial effusion appeared. Despite occurrence of effusion the closure device was deployed with a good result. Post procedure drainage was performed. No further information was provided at the time of this report.